Manufacturer narrative:
Updated d9, h2, h3, h6.

Manufacturer narrative:
It was reported that a fall occurred due to the "stopper did not function". Due to this, the customer was in the "hospital over night and day got stitches on my head". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Left side brake no longer engages.